Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin. Customer had high blood glucose and he was hospitalized on (B)(6) 2020 with a blood glucose level of 587 mg/dl. Customer also experienced diabetic ketoacidosis. Customer was experiencing nausea, vomiting, breathing difficulty, and abdominal pain. Customer was treated with intravenous insulin at hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer was alleging insulin pump for under delivery because they had frequent high blood glucose incidents. Insulin pump will be returned for analysis.